Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced prolonged high blood glucose while using the ilet, with subsequent low blood glucose after treatment and alarms repeating more frequently than the recommended interval; the user discontinued the ilet and returned to multiple daily injections. Symptoms included episodes of high glucose followed by low glucose requiring oral carbohydrate treatment. Outcomes included no need for outside or medical attention and no hospitalization. Investigation included complaint intake with troubleshooting and education. Investigation of this case revealed insufficient information to attribute the events to a device malfunction or component failure, and the cause of the hyperglycemia and subsequent hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.